Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. No action has been taken due to patient being implantable pulse generator (ipg) dependent and the thresholds have been stable since. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.